Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 5.5 months post-implantation due to persistent pain. During the revision acetabular cup appeared well integrated and the femoral stem was very stable; however, a new cup was impacted and secured with two screws. A very tight piriformis muscle was also noted. The stem was retained, while all other components were revised. Attempts have been made and no further information has been provided.